Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d10, h6 device component code.

Event description:
A user facility inventory manager reported a dialyzer blood leak. Upon follow-up, the center manager stated an internal dialyzer blood leak occurred fifteen seconds after initiation of the patient's hemodialysis treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used and tested positive for the presence of blood. The blood was visually noted on the arterial side of the dialyzer. Fresenius combi set bloodlines were being utilized for the treatment. No damage was identified on the dialyzer prior to use. Per center manager the patient¿s blood was not returned and the estimated blood loss (ebl) was 50 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Event description:
A user facility inventory manager reported a dialyzer blood leak. Upon follow-up, the center manager stated an internal dialyzer blood leak occurred fifteen seconds after initiation of the patient's hemodialysis treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used and tested positive for the presence of blood. The blood was visually noted on the arterial side of the dialyzer. Fresenius combi set bloodlines were being utilized for the treatment. No damage was identified on the dialyzer prior to use. Per center manager the patient¿s blood was not returned and the estimated blood loss (ebl) was 50 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Twenty-seven lots were found to have been delivered in this time period. The lot trend could not be evaluated as a specific lot number was not provided. A production records review was performed on the reported lots. There was one approved temporary deviation notice (dn) reported on two of the lots and non-conformances (nc) reported on seven of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility inventory manager reported a dialyzer blood leak. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.